Event description:
The customer reported via the sales rep that during an ankle arthrodesis procedure, the lateral calcaneus and posterior-anterior (pa) screws did not insert through the intramedullary nail. It was further reported that initially both the screws were inserted through the nail and when the x-ray was taken, it appeared that they were not properly inserted. It was further reported by the sales rep that then both screws were removed, and the procedure was completed with the reinsertion of the same lateral calcaneus screw and no pa screw was inserted. It was further reported by the sales rep that there was a delay of 1hr and 30 min to the procedure.

Manufacturer narrative:
Na